Manufacturer narrative:
The reported event of unable to implant was not confirmed. Final analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician was unable to implant the right atrial lead. The lead was replaced and the procedure was completed successfully. The patient was in stable condition.